Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level displayed high. The customer administered manual injection to resolve high blood glucose level and reloaded the cartridge to resolve cartridge change error.